Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: alarm e226, the insertion section light guide (lg) bundle was slightly interrupted and weakened, component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: alarm e226, a communication error caused by a component failure of the universal cord, the universal cord failure is an electrical/electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is a random failure, and the insertion section light guide bundle was slightly interrupted and weakened. This event is caused by a component failure of the lg bundle. The lg bundle failure is a light transmission problem, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope had alarm e226, communication error. The issue occurred during maintenance. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.